Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 81020ud00, however, no trends were identified for the complaint list number, 08p13. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the compliant lot stored at the recommended storage condition. All specifications were met, indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the current issue. Per product labeling, for mi diagnostic purposes, the alinity I stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent, lot 81020ud00, was identified.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one 39-year-old male patient. The sample was negative by other methods. The following data was provided: sid: (B)(6) testing on (B)(6) 2026: poct(triage) result at 02:24 am = 11.9 ng/ml result at 4:23 am = 15 ng/l reference range = 0-20.5 ng/l. Alinity result at 3:35 am = 52.2 ng/l at 4:11 am = 51.1 ng/l at 13:40 = 50.7 ng/l male reference range = <34.2 ng/l. The sample was sent to another hospital and tested on a siemens instrument result = 28.17 reference range = <53.53 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one 39-year-old male patient. The sample was negative by other methods. The following data was provided: sid: (B)(6) testing on (B)(6) 2026: poct(triage) result at 02:24 am = 11.9 ng/ml result at 4:23 am = 15 ng/l reference range = 0-20.5 ng/l. Alinity result at 3:35 am = 52.2 ng/l at 4:11 am = 51.1 ng/l at 13:40 = 50.7 ng/l male reference range = <34.2 ng/l. The sample was sent to another hospital and tested on a siemens instrument result = 28.17 reference range = <53.53 ng/l no impact to patient management was reported.